Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1bmwz, serial# (B)(4), product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for gastroi ntestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The representative reported that he had a case the day before report and there were 3 combinations on the lead that were greater than 4k. The representative noted that they were getting a motor response. They decided to replace the lead with a different lead and the issues resolved. The representative noted that he will send the lead back. No patient symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1bmwz, serial# (B)(4), product type: lead.  Analysis of the lead (va1bmwz) found all conductors were crushed 7.1 cm from the distal end.

Event description:
No new information.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1bmwz, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedance was undetermined. The lead was pulled and they placed the new one with no problems. There was no harm to the patient.